Event description:
It was reported that during a lap gastrectomy, the jaw could not fully open after several firings and the device became not to be fired. Another device was used to complete the procedure. There were no adverse consequences for the patient. A nurse commented that the trigger had been grasped forcefully.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position no incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.